Event description:
It was reported that this device was emitting tones. Device interrogation revealed a high impedance message. Sense vectors looked appropriate. A boston scientific technical services consultant discussed that the device is suspect for a connection issue based on time since implant. The consultant explained that the vectors may look good due to the spring contacts making connection good enough for sensing but not for defibrillation connection. A revision procedure was performed and a tug test was negative. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this device was emitting tones. Device interrogation revealed a high impedance message. Sense vectors looked appropriate. A boston scientific technical services consultant discussed that the device is suspect for a connection issue based on time since implant. The consultant explained that the vectors may look good due to the spring contacts making connection good enough for sensing but not for defibrillation connection. A revision procedure was performed and a tug test was negative. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.